Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that post-server-patch communication disruption. The technical support placed the case on standby and coordinated with internal teams while monitoring the impact following the cerner server patch. The es server was accessed remotely, relevant services were reviewed, and site-down and data sync queries were executed to assess message processing status. It was identified that required pyxis communication services were stopped and that tls cipher incompatibility was preventing device communication. The affected services were restarted, allowing queued messages to begin processing. Network traces and logs were reviewed to confirm the tls protocol issue, and the customer it team re-enabled compatible tls ciphers on the server. Device communication and order transmission were verified with pharmacy staff, and no further issues were observed. The customer confirmed resolution, and the case was closed. The system functioned as intended after the technical support specialist (tss) assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, cerner conducted a server patch last night. The west es server was reporting 372 devices not communicating. The cerner server maintenance was completed at 3:00 am est. The cerner server showed that the interfaces were communicating with the es server. I wanted to check if there were any server issues with the es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.